Event description:
It was reported that the pt experienced hematuria beginning in 2008 following a urethral support procedure in 2004, for stress urinary incontinence. Via cystoscopy, the dr observed erosion of a small piece of material at the mid-urethra on the pt's right side. In 2008, the dr unsuccessfully attempted to cut and remove the piece with endoscopic scissors. He also unsuccessfully attempted to remove the piece with a holmium laser at 20 watts. If a transurethral attempt fails, the dr will remove the small piece transvaginally. The pt was given keflex post-operatively.